Event description:
It was reported that the day following the implant of the system, the patient experienced chest pain and a perforation from the low-voltage pacing lead was suspected. It was noted "ventricular pacing tracking a p-wave was observed, as well as a pacing failure," and the physician added the lead was probably dislocated due to repeated attempts of manipulation. A CT scan was performed, which confirmed a perforation; the patient was hospitalized, the system was explanted and the patient was given a non-implantable pacemaker. A reoperation will be performed later to replace the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.